Manufacturer narrative:
It was impossible to determine the problem root cause since the product was received not sterile and as a consequence it could not be handled by our operators. We are unaware about operator injury.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.